Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient was experiencing pain approximately two years after a knee procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00350, 0002648920-2022-00024, 0002648920-2022-00025, and 0001822565-2022-00352. Concomitant medical products: articular surface with insert and locking screw size cd 23 mm height, catalog#: 00596202223, lot#: 63564797. Stem extension straight 15mm dia x 30mm length, catalog#: 00598801215, lot#: 63735535. Stemmed tibial component precoat size 2, catalog#: 00598002702, lot#: 63998617. Unknown right femoral, catalog#: ni, lot#: ni. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.